Manufacturer narrative:
During inspection and testing, the reported issue (broken wire) was confirmed. It was observed the forceps elevator wire was frayed due to external factors. In addition, service found the adhesive on the bending section cover was cracked, the forceps plug cap was scrapped, there was water coverage on the electrical connector, and the paint on the suction cylinder was peeled off. The bending angle was out of specification and there was play in the angulation knob, due to wear of the angulation wire. Scratches were observed on the tip body, the insertion tube, the control section, the tip cover, the switch button #1, the switch box, the control section cover, the up/down knob, the up down angle fixing lever, the right/left knob, the grip, the universal cord, the protector of the universal cord on the control section side, the scope connector side of the universal cord, the scope connector, and the right left angle fixing knob due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the wire of the subject device was broken. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off, there was foreign material adhered to the nozzle, and the forceps elevator wire was frayed and raised. This report is being submitted for the malfunctions found during device evaluation (adhesive peeling off, foreign material in nozzle, and forceps elevator wire frayed and raised). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light guide lens adhesive was peeling because of physical stress due to external forces, or deterioration by chemical stress during reprocessing. The root cause of the light guide lens adhesive peeling was unable to be identified. It¿s likely the forceps elevator wire was frayed and raised because of metal fatigue that accumulated due to the repeated application of stress. Additionally, probable causes of this event also include: the use of endo therapy accessories that are out of scope, forceps elevator operated with excessive force, and endo therapy accessories that are out of scope and inserted and removed with excessive force when operating the forceps elevator. The root cause of the frayed/raised forceps elevator wire was unable to be identified. Additionally, it¿s likely foreign material adhered to the nozzle due to insufficient reprocessing or contamination with foreign material that has fallen out of peripheral equipment such as packing. The root cause of the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.